Event description:
A customer reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer reloaded the same cartridge as instructed and successfully resumed insulin delivery.